Event description:
Boston scientific received information that this patient was lost to follow up since they were implanted. This device reached end of life three years after implant and the estimated longevity with these settings is four years. This device may have premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.